Manufacturer narrative:
No product has been returned for investigation nor were xrays provided to confirm the reported event. No allegation of product malfunction reported. Labeling review: potential adverse events and complications. "...potential risks identified with the use of this system, which may require additional surgery, include: dural leak..." No product malfunction reported.

Event description:
On (B)(6) 2016 patient underwent an extreme lateral interbody fusion procedure. As per reporter dural tear and csf leak was noted and addressed intra-operatively. No other event information has been reported.